Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition though requested, no log files were received. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported steam pop and patient death could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
One day following an ablation procedure the patient expired. During the procedure, while ablating the cavotricuspid isthmus (cvi) a steam pop occurred at the inferior vena cava (ivc) and right atrium (ra) junction. To confirm there was no effusion intracardiac echocardiography noted no changes and the procedure was completed. The following day the patient was experiencing respiratory decompensation with hypotension and ventricular fibrillation (vf) arrest. There were no performance issues with any abbott device. The physician stated the cause of death is unknown but pre-existing co-morbidities may have contributed.